Event description:
It was reported that during preparation for a vena cava filter implant procedure the greenfield 12 fr ss vena cava filter prematurely deployed. When the technician removed the end cap, the filter came out with it. The cap was in place when the device was removed from the package and there was no indication of any damage to the device prior to the removal of the cap. The technician claimed to have removed the cap straight off of the delivery system, without any lateral tilt or force. The device had no contact with the patient and was replaced with another greenfield 12 fr ss vena cava filter to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'